Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 550 mg/dl and is calling back to perform the high pressure test. Troubleshooting found that the customer received a no delivery alarm and the pump passed the test and is working as designed.